Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic procedure of ovaria, the mesentery was damaged when the device was penetrated forcibly since the device had a difficulty in being penetrated. Then bleeding occurred. The amount of the bleeding was unknown. Blood transfusion was not required. The bleeding was stopped by bipolar. Another device was used to complete the case. There were no adverse consequences to the patient.